Manufacturer narrative:
Pump passed the self test. However, unit received with high sleep and active current. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep and active current measurements passed. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing, however noted in the pump trace download on 07/13/2025 12:45:45.000. Battery cycle 6.0 received the lowbatteryalert (104) on 07/13/2025 12:27:00 faster than expected at 0.95 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/12/2025 13:21:00 faster than expected at 0.94 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/11/2025 14:33:00 faster than expected at 0.87 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Failed battery alarms not confirmed during testing or in the power management graph. Customer alleged for unexpected low battery alert, confirmed in the pump history and pump received with a high sleep and active current measurements, problem isolated to the pcba 1 board. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had already replaced four batteries over the past 72 hours, but continued to receive 'change battery now' alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for low battery life and replace battery now alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed for the battery failed alarm and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.